Event description:
It was reported, the obsessive compulsive disorder (ocd) patient experienced ¿coupling issues¿ and ¿difficulty in recharging¿ their implantable neurostimulator (ins). The patient was reportedly ¿able to recharge the ins, although with some difficulties¿ and they experienced ¿no problem in recharging the second ins.¿ antenna repositioning was attempted; however, this did not resolve the issue. The patient¿s physician reportedly ¿thought it could be due to biological fluid in the pocket.¿ a revision was performed three days after initial report because, the issue did not resolve and it was noted ¿the recharger efficiency was improving after removing biological fluids from the ins pocket.¿ the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).